Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 997mg/dl; cause was unknown. Elevated bg was addressed via intravenous fluids administered by paramedics and was subsequently hospitalized. Customer did not allege deficiency with pump or supplies. Recommendation was made for customer to contact tandem technical support when elevated bg is occurring. Additionally, recommendation was made for customer to consult with healthcare provider regarding elevated bg.